Manufacturer narrative:
As the lot number for the device was not provided, a review of the device history record will not be performed. The device has not been returned to the manufacturer for evaluation. However, a image was provided for review. The investigation of the reported event is currently underway. The catalog number identified has not been cleared in the us but is similar to the lifestent stent system products that are cleared in the us. The pro code and 510k number for the lifestent stent system products is identified in common device name and protocol #.

Event description:
It was reported that post stent placement procedure in superficial femoral artery, the stent was allegedly ruptured and patient developed pain. The patient status was unknown.

Manufacturer narrative:
H10: manufacturing review: a device history record review could not be performed as the lot number is unknown. Investigation summary: the physical sample was not available for evaluation. One provided x-ray image confirmed stent fracture. In this case the vessel was moderately calcified, and a balloon pre dilation was performed. The investigation is confirmed for stent fracture. A definite root cause for the reported event could not be determined. Labeling review: in reviewing the relevant labeling for this product, the potential issue was found addressed. The instructions for use state closely describes holding and handling of the system throughout deployment including unpacking, and preparation. Regarding pta the instructions for use state: 'predilation of the lesion should be performed using standard techniques', and 'post stent expansion with a pta catheter is recommended.' Further, the instructions for use state: 'cases of fracture have been reported (¿) in lesions that were moderate to severely calcified, proximal or distal to an area of stent overlap and in cases where stents experienced >10% elongation at deployment. Therefore, care should be taken when deploying the stent as manipulation of the delivery system may, in rare instances, lead to stent elongation and subsequent stent fracture.' H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the lifestent vascular stent system products that are cleared in the us. The pro code and 510k number for the lifestent vascular stent system products is identified in d2 and g4. The device was not returned.

Event description:
It was reported that thirteen days post stent placement procedure in the superficial femoral artery, the stent was allegedly fractured, and patient developed pain. The patient status was unknown.